Event description:
The user facility in (B)(6) reported during vitreous surgery the cutter stopped cutting; however aspiration continued. No pt injury reported.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.